Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "ascending aorta replacement surgery was performed on (B)(6) 2012. Bioglue was applied during this initial procedure above the proximal and distal anastomoses; the amount used is unknown. A re-operation was performed on (B)(6) 2015 for aortic valve and root replacement (bentall) and total arch replacement. There was presence of pseudoaneurysm in correspondence of surgical proximal anastomosis. There was also presence of dehiscence/rupture of surgical proximal anastomosis with partial detachment of the prosthesis."

Manufacturer narrative:
According to the report, "ascending aorta replacement surgery was performed on (B)(6) 2012. Bioglue was applied during this initial procedure above the proximal and distal anastomoses; the amount used is unknown. A re-operation was performed on (B)(6) 2015 for aortic valve and root replacement (bentall) and total arch replacement. There was presence of pseudoaneurysm in correspondence of surgical proximal anastomosis. There was also presence of dehiscence/rupture of surgical proximal anastomosis with partial detachment of the prosthesis." Case report forms (crfs) for the study patient indicate the original surgery was performed on (B)(6) 2012 at (B)(6) by an unknown surgeon. The initial surgery was an ascending aorta replacement. Reoperation was performed (B)(6) 2015. The reoperation consisted of valve and aortic root replacement (bentall) and total arch replacement. According to the crfs, previous use of bioglue was reported in the operative notes or patient documentation at the "proximal and distal anastomosis" and an "unknown" quantity was used. Patient history includes hypertension, aortic aneurysm, and moderate aortic insufficiency. Pathology was performed on the submitted tissue samples. The submitted specimens show an aortic to vascular graft anastomosis with dissecting hemorrhage and marked degenerative changes of the native aortic tissue. The aorta at the proximal anastomosis appears nonviable with collagen degeneration and calcification. A prominent foreign-body reaction to the synthetic vascular graft and felt pledget material is also noted. Although residual bioglue is identified, a significant inflammatory response to the bioglue is not observed. The failure of the proximal anastomosis was most likely due to the marked degenerative changes noted in the aortic media. There is no evidence of suture disruption observed. The root cause of the degeneration is not clear, but is likely related to the patient's primary underlying aortic disease. There is no histologic evidence to suggest that bioglue played a contributory role in the event. The final diagnosis on the pathology report was listed as the following: proximal anastomosis: synthetic vascular graft material with adjacent fibrotic aorta showing dissecting hemorrhage with mild polymorphonuclear inflammatory infiltrate, microscopic residual bioglue showing no significant inflammatory reaction, foreign body reaction to vascular synthetic graft, and inflammation, grade 2; right coronary sinus: portions of fibrotic and generative aortic wall showing focal dissecting hemorrhage, fragments of residual bioglue showing no significant inflammatory reaction, and inflammation, grade 3; left coronary sinus: fibrotic aortic wall showing marked degenerative changes of the media, focal dissecting hemorrhage, microscopic residual bioglue present showing no significant inflammatory reaction, and inflammation, grade 2; and fibrotic anastomotic scar with synthetic vascular material and foreign body reaction, hemorrhage into adventitia, no residual bioglue noted, and inflammation, grade 3. The exact lot and model number of bioglue is unknown. The distributor was contacted and lot numbers shipped to the hospital in the six months prior to the date of initial surgery were requested; however, they were not provided. A review was performed of the available information. An unknown amount of bioglue was used in an ascending aorta replacement procedure; bioglue was applied to the proximal and distal anastomoses. Approximately 2 years postoperatively, a reoperation was required (aortic valve and root replacement and total arch replacement) due to pseudoaneurysm formation "in correspondence of surgical proximal anastomosis" as well as dehiscence/rupture of surgical proximal anastomosis with partial detachment of the prosthesis. According to the field assurance pathology report for accession number (B)(4), the aorta at the proximal anastomosis appears nonviable with collagen degeneration and calcification and a prominent foreign-body reaction to the synthetic vascular graft and felt pledget material is also noted. Although residual bioglue was identified, a significant inflammatory response to the bioglue was not observed. There was no evidence of suture disruption observed. There is no histologic evidence to implicate bioglue as a direct cause of the reported event. The IFU provides the following information: "do not apply bioglue in a surgical field that is too wet. This may result in poor adherence," "the area of adhesive application should not be compressed or subjected to extra pressure," and "apply and even coating of bioglue to the target area. In general, use an approximately 1.0-3.0mm thick coating for vessels that are greater than 2.5mm in diameter or an approximately 0.5-1.0mm thick coating for vessels that are less than 2.5mm in diameter." The root cause of the event is unknown; however, there is no histologic evidence to implicate bioglue as a direct cause of the reported event.

Event description:
According to the report, "ascending aorta replacement surgery was performed on (B)(6) 2012. Bioglue was applied during this initial procedure above the proximal and distal anastomoses; the amount used is unknown. A re-operation was performed on (B)(6) 2015 for aortic valve and root replacement (bentall) and total arch replacement. There was presence of pseudoaneurysm in correspondence of surgical proximal anastomosis. There was also presence of dehiscence/rupture of surgical proximal anastomosis with partial detachment of the prosthesis."